Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead undersensed the r-wave consistently. It was previously reprogrammed and undersensing became intermittent so the lead was reprogrammed again. This time, the lead exhibited oversensing with provocative maneuvers. Further reprogramming is being looked into while the lead remains in use. No patient complications have been reported as a result of this event.